Event description:
It was reported that a user who had been off the ilet for a brief hospitalization unrelated to the device contacted support to pair a libre sensor and resume therapy while experiencing hyperglycemia with a blood glucose of 380 mg/dl. The sensor was successfully paired, entered warmup, and the user was instructed to manually enter a blood glucose value to initiate therapy, with a follow-up call placed to confirm sensor readings and therapy resumption. Symptoms included hyperglycemia. Outcomes included continuation of therapy without alarms or alerts and completion of troubleshooting and education. Investigation included review of device use, verification of sensor pairing workflow, and guidance on manual blood glucose entry to start therapy during sensor warmup. Investigation of this case revealed no device malfunction, no alert behavior, and successful initiation of therapy after correct pairing and manual entry, indicating use-related delay rather than a hardware or software failure. It was concluded, based on previously established findings for similar reports, that the cause was user needs for guidance during sensor warmup and therapy restart after a temporary therapy interruption.